Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to physical damage to j2 pin 2 and j1 pin 8.

Event description:
It was reported to philips that the device had a damaged battery pca connection. The device was not in use on a patient.